Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ¿dots for flow, pi, and power¿ could not be confirmed through this evaluation. Additional information communicated that the issue of the ¿dots¿ on the system monitor screen for the parameters appeared to have resolved after the white power cable was disconnected/connected. However, the ¿dots¿ issue would intermittently return. It was recommended the patient cable be replaced. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and no additional follow-up attempts will be performed. A root cause of the ¿dots for flow, pi, and power¿ issue was unable to be determined through this analysis. ' although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Heartmate 3 instructions for use rev c: under section 4, system monitor, outlines how to use the system monitor. Under ¿system monitor interface¿, ¿the system monitor¿s touch-screen interface contains menu-driven and menu-prompted operations that are accessible from six main screens. Six tabs, representing the six main screens, are continuously displayed along the top of each screen. Touching the on-screen tab allows access to the corresponding screen. Each screen has unique system functions.¿ under ¿caution¿, ¿do not try to repair any of the heartmate iii system components. If components need service, contact the appropriate personnel.¿ device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when connected to power module with patient cable and system monitor, the monitor only showed pump speed, but ¿dots¿ for flow, pulsatility index (pi), and power. The patient replaced their system controller without approval from the ventricular assist device (vad) coordinator, following which the issue did not resolve. There were no patient consequences other than the brief interruption in pump support during controller replacement. The patient was doing well and was advised not to replace the controller in the future unless advised to do so by vad coordinator. The center was in the process of upgrading all system monitors to heartmate touch. The issue of ¿dots¿ on monitor screen for parameters appeared to resolve when nurse disconnected and reconnected patient cable white lead, but ¿dots¿ intermittently returned.